Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent an scs ipg replacement on (B)(6) 2019. Therapy has been reportedly restored postoperatively.